Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction/removal reporting number: 2531779-03/24/2010-003-r.

Event description:
On (B)(4) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4):there was no evidence of a load step malfunction recorded in the black box. The black box did record multiple occlusions followed by loss of prime with high force. A rewind, load, and prime sequence was performed with no loss of prime occurring. The force sensor calibration was found to be within specifications. There was no defect found to the force sensor circuits.